Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 28 x 4.00mm promus premier select stent delivery system (sds) was returned for analysis broken in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 60.3cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous circumflex (cx). A 28 x 4.00 promus premier select stent was advanced to the target lesion, but a shaft break occurred. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event. The patient was reported to be fine and stable following the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous circumflex (cx). A 28 x 4.00 promus premier select stent was advanced to the target lesion, but a shaft break occurred. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event. The patient was reported to be fine and stable following the procedure.